Event description:
On (B)(6) 2014, this patient presented to the hospital with abdominal pain and was diagnosed with a small saccular aneurysm distal to an existing medtronic thoracic stent graft in the abdominal aorta. Initially it was considered that the aneurysm may be mycotic. The patient was treated under a local anesthetic and the existing medtronic graft was planned to be relined with a gore excluder aaa endoprosthesis featuring c3 deployment system. When a gore 18fr dryseal sheath was inserted the patients blood pressure dropped as it appeared as though the external iliac artery had been perforated. (The common iliac arteries were a good size with no significant thrombus or calcium present). The patient subsequently started to vomit blood at which point a crash team came in and stabilized the patient. The external iliac artery was relined with a gore viabahn endoprosthesis and the case continued successfully. The gastroenterologist was then called in, as the patient appeared to have blood in the bowel. It transpired that the cause of the crash was that the small bowel had adhered to the aorta creating a fistula; therefore, allowing blood from the aorta to flow into the small bowel. This had therefore been disrupted at the beginning of the procedure. The fistula in the bowel and aorta were repaired and the consultant was happy with the result.

Manufacturer narrative:
Corrected data - the age reported on the initial medwatch was incorrect. The patient's age is unknown.